Manufacturer narrative:
UDI number is not required for this product code. The actual device was not returned to the manufacturing facility for evaluation. Multiple sample from multiple lots were returned for evaluation. The lot number is unknown for this complaint. Based on the samples returned the following are potential lot numbers, manufacturing dates and expiration dates for this complaint: lot number 161121b, manufacturing date: november 22-24, 2016 and expiration date: 10/31/2019; lot number 161207b, manufacturing date: december 7-9, 2016 and expiration date: 11/30/2019; and lot number 170115b, manufacturing date: january 17-19, 2017 and expiration date: 12/31/2019. The samples returned were both opened and unopened. All samples were closely verified for fitting alignment of protectors. No scratches or physical deformations were observed. The protector fitting force of the unopened samples were measured and confirmed to meet manufacturing specification. A review of the manufacture inspection record of those potential lots confirmed no defective fitting-force which exceeded our standard parameter. There has been no similar incidents reported for the concerned lots by other medical institutions. There is no evidence that this event was related to a device defect or malfunction. All testing confirmed the products to meet manufacturing specification. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported a needle stick with the involved device. Follow up communication with the user facility reported the following information: the product was used for taking a blood sample; when the doctor attempted to remove the protector, the protector fitting force was felt much tighter than normal force; recoil action caused needle a stick injury on the doctor's finger, as extra strength was required for remove the protector; potential infection was not a concern since the event had occurred pre-care on patient; and condition of the doctor was reported to be fine.